Event description:
Material #381433 lot #4305275 it was reported by customer that the needle did not retract after pressing the button on some IV catheters. Verbatim: rcc received a complaint via email. Description as reported - we have had several instances where the needle did not retract after pressing the button on some IV catheters. I have 280 IV catheters (381433) that are from the same lot # (4305275). This is a safety issue for both pt and staff. We had great difficulty with needle retracting at least 3 occurrences on one day. Other nurses had difficulty as well but I can't mention as to how many occurrences. With these occurrences, I had to abort or had blown the veins with patients. One needle didn't even retract at all. A nurse inadvertently "poked" a patient, when the needle did not retract. Event description as per case report my name is xxx, lead charge nurse for cdc, I had great difficulty with needle retracting at least 3 occurrences on one day. Other nurses had difficulty as well but I can't mention as to how many occurrences. With these occurrences, I had to abort or had blown the veins with patients. One needle didn't even retract at all. A nurse inadvertently "poked" a patient, when the needle did not retract. If you have any questions, please do not hesitate to call me with the phone number listed below.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4305275. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information